Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the tip became disassociated from the trial body. (B)(4) was originated due to the pfc modular stem trial tip disassociation on the distal portion of the component being left in the patient or causing a delay in surgery if the distal tip was able to be removed. The root cause of the failure/breakage of the stem trials is adequately met through the designed change. The old design of the stem allowed for micromotion to occur between the stem tip and the body of the trials due to a slip fit design. The new trial design call for an interference fit between the two components. This particular issue of stem tip disassociation has been addressed within (B)(4). Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The distal tip of the universal stem trial disconnected from the trial and was lodged in the distal part of the tibia. When the surgeon used the flexible osteotome to try to remove it, it subsided so the surgeon elected to leave it in. Post-op x-rays showed the tibia had a spiral fracture from the tip of stem being pushed down. Currently the tip remains in the patient but the surgeon is planning to go back in and retrieve it.